Manufacturer narrative:
Physio-control is investigating the reported incident and will evaluate the device when it is returned to us.

Event description:
Found during inspection. According to the reporter, the device has a flashing service wrench. There was no patient use associated with the reported incident.